Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image kept turning upside down. The customer had reseated the 30-degree endoscope plus instrument with no change. The system logs showed 23003 errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task performed was the incisional hernia repair tapp. The image was inverted. The event involved a reversed control on system arms. The 30-degree endoscope was used. The surgeon confirmed desired orientation when endoscope was installed. The indication of the image orientation provided to the used/in-synch/attached. There was no damage observed on the endoscope's adapter/base such as missing screw(s) or component. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. The issue was resolved by system hard restart and replaced with a new endoscope. The vision issue did not result in a patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The 30 degree endoscope was analyzed and the reported failure was not confirmed or replicated. Fa found additional observations not reported by the site. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defects were detected in either or both eyes. The endoscope was found with an artifact(s) in the right eye. The endoscope was found with a camera instrument adapter defect. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. The housing shell exhibited laser marking fading and/or removed. The endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed.

Event description:
Refer to h10/h11 for follow-up information.